Manufacturer narrative:
The device has not been returned to olympus for evaluation. No additional information has been obtained regarding the reported issue. When the device evaluation is available or if additional information is obtained a supplemental MDR will be filed.

Event description:
A user facility reported that the image does not appear and is dark while using a camera head. The issue was found during reprocessing of the device. No patient involvement or injury was reported. No additional information was obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include a device failure or inadequate connection.